Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s connector/coupler snapped off, and the user was unable to disconnect and complete a supply change, after which a replacement device was arranged. No injury, clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem associated with the connector/coupler, consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.